Event description:
It was reported that during a laparoscopic colon resection procedure, the device would not fire all the staples. It cut completely, but did not staple completely. It is unknown how the procedure was completed. There was no patient impact.

Manufacturer narrative:
(B) (4).(B) (4).information was not provided by the initial contact. Information anticipated, but unavailable at this time.